Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor cannot run essential performance testing) was confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 110 (over voltage cleared no energy). The cause for the failure was isolated to a defective q1 component on the computer/analog pca. The root cause for the defective q1 component could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete essential performance testing.